Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report receiving a shock when they were getting out of the shower. A follow up with the patient's healthcare provider yielded that the shock was inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient was found to not be taking two prescribed medications at the time of the shock. The ICD remains in use. No further patient complications have been reported as a result of this event.